Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. The insulin pump had a blank flashing white lcd due to cracked lcd controller. The device was unable to perform the self test, sleep current measurement, active current measurement and displacement test due to blank flashing white lcd.

Event description:
It was reported that the insulin pump was not working well. The customer¿s blood glucose level was unknown. The insulin pump will be returned for analysis.